Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant displayed radiation disabled. Probable cause was field service engineer reported that the power supply needs to be replaced. There was no patient present.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, customer reported noticing the pendant radiation symbol was ¿x¿d¿ out. Logs showed the power supply voltages were floating. To resolve a replacement power supply was installed. Once completed the system worked as intended. Not further issues noted. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Radiation disabled." Installed power supply in test imaging system. The system initialized. Generator, communication and charging readied. Power supply output voltage was good. 2d and 3d images were successful. Visual inspection confirm heat spots on pcba (printed circuit board assembly). MDR codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.